Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, there was a battery compartment crack and dim/screen. The basal segments were edited by the user after (B)(6)2019.1. Pump passed all required testing for delivery accuracy. After reviewing the basal total daily dose for (B)(6)2019 and day of ER treatment on (B)(6)2019 according to the basal change history the pump is delivering the programmed basal rate. The black box and history show no evidence of delivery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 25mmol/l, with confusion, difficulty waking up, vomiting, chest pain, dyspnea, symptoms of dehydration, large ketones, nausea, polyuria, polydipsia, blurred vision, extreme drowsiness, abdominal pain, rapid deep breathing, chest pain, and strong fruity smelling breath, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the intensive care unit of the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.